Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 17feb2021.

Event description:
It was reported to philips that the customer installed 3.0 software with the high flow therapy (hft) option and now the software and hft option is missing. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer advised they were not wit the unit at the time of the call. The rse instructed the caller to take a picture of the vent info screen and also check the significant event logs for any errors. The customer returned a call to the philips rse stating that they did not get drpta in time, and that they reinstalled the software and added the hft option. The customer stated they would call back if it happens again with the drpt and pictures of the screen. There have been no subsequent calls from the customer and the case was closed. The device remains at the customer site. If the customer has additional issues with this device a new service order will be opened and will be captured through philip's normal complaint procedure.